Manufacturer narrative:
(B)(4). PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy with laser lithotripsy procedure performed on a female patient, a flexible ureteroscope, laser, and three ncircle tipless stone extractors were used. A kidney stone was grabbed using the first ncircle basket. When the basket was being brought down the ureter the basket separated from the sheath. A second ncircle tipless stone extractor from the same lot as the first was used successfully to retrieve the detached basket from the ureter. While using the second ncircle tipless stone extractor again to retrieve more stone fragments one of the wires broke but did not separate from the device. The procedure was completed successfully using a third ncircle tipless stone extractor basket. No unintended part of the device remained inside the patient. No additional procedures were required and there were no adverse effects to the patient due to this occurrence. The basket separation from the sheath has been reported in this manufacturer report. The second extractor wire breakage has been reported in manufacturer report # 1820334-2018-01994.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, and quality control data. One device was returned for investigation. The device was returned with the handle in the open position. A visual examination noted the basket formation and the cannula are severed from the coil assembly. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A kink was noted in the basket sheath 42 cm from the distal tip. A review of the device history record found there were no non-conformances associated with the complaint device lot number. A complaint history search revealed one other complaint associated with lot number 8760935. Both devices were used during the same procedure but each complaint was for a different failure mode. There have been no other complaints received against this lot. Per the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have had the basket separated from the device. The basket formation and basket cannula were separated from the coil assembly. The end of the coil was found to be damaged from the separation of the basket formation. Basket subassemblies are tensile tested after manufacture. It is likely the device experienced a force during stone removal that was sufficient to cause the basket formation to separate from the coil. The likely cause for this issue was product use or handling related ¿ the product received excessive pressure. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported during a ureteroscopy with laser lithotripsy procedure performed on a female patient, a flexible ureteroscope, laser, and three ncircle tipless stone extractors were used. A kidney stone was grabbed using the first ncircle basket. When the basket was being brought down the ureter the basket separated from the sheath. A second ncircle tipless stone extractor from the same lot as the first was used successfully to retrieve the detached basket from the ureter. While using the second ncircle tipless stone extractor again to retrieve more stone fragments one of the wires broke but did not separate from the device. The procedure was completed successfully using a third ncircle tipless stone extractor basket. No unintended part of the device remained inside the patient. No additional procedures were required and there were no adverse effects to the patient due to this occurrence. The basket separation from the sheath has been reported in manufacturer report # 1820334-2018-01993. The second extractor wire breakage has been reported in manufacturer report #1820334-2018-01994.